Event description:
A contact for this peritoneal dialysis (pd) patient called technical support to state she forgot to remove the drain cap from the drain line on 03/may/2025, but the cycler showed that it drained. The patient was reportedly having pain and blood coming from the drain. The caller wanted to know if that could have caused the issue. The caller did not have time to discuss further as she had to leave for the hospital due to the patient being there. Additional information was obtained through follow-up with the patient¿s clinic. The patient was experiencing abdominal pain and blood effluent on (B)(6) 2025. The patient went to the emergency room (ER) and was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The hospital antibiotic regimen was unknown. The patient¿s culture was positive for escherichia coli. The patient was discharged with intraperitoneal (ip) cefepime and gentamicin (dose, frequency, and duration unknown). The patient¿s discharge date was not provided. The patient has completed the antibiotic regimen. The patient is scheduled for a clinic appointment for a repeat culture and white blood cell count. The cause of the peritonitis was unknown.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with presentation of bloody effluent and abdominal pain and subsequent hospitalization. However, there is no documentation of a causal relationship between the liberty select cycler and liberty cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the peritonitis event was not confirmed. However, e. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for this peritoneal dialysis (pd) patient called technical support to state she forgot to remove the drain cap from the drain line on (B)(6) 2025, but the cycler showed that it drained. The patient was reportedly having pain and blood coming from the drain. The caller wanted to know if that could have caused the issue. The caller did not have time to discuss further as she had to leave for the hospital due to the patient being there. Additional information was obtained through follow-up with the patient¿s clinic. The patient was experiencing abdominal pain and blood effluent on 03/may/2025. The patient went to the emergency room (ER) and was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The hospital antibiotic regimen was unknown. The patient¿s culture was positive for escherichia coli. The patient was discharged with intraperitoneal (ip) cefepime and gentamicin (dose, frequency, and duration unknown). The patient¿s discharge date was not provided. The patient has completed the antibiotic regimen. The patient is scheduled for a clinic appointment for a repeat culture and white blood cell count. The cause of the peritonitis was unknown.